Manufacturer narrative:
(B)(4).

Event description:
New information indicated the lead exhibited intermittent capture. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited elevated thresholds and high impedance. The lead was capped and replaced. No patient symptoms were reported.